Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. The suj was installed on the system and triggered no errors. The suj was placed on the psc (patient side cart) fixture test platform (pftp) and passed all tests that were performed. Review of the logs confirmed error 26002 was present. Additionally, errors 1007 and 32115 were found and related to a communication issue. The axes controller tornado (act) would be replaced as a precaution.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went back to the customer site and was unable to reproduce the reported issue but proactively replaced the proximal set up joint (suj) as a precaution. The system was tested and verified as ready for use. Isi received the proximal suj and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported 26002 error. The unit was installed on an in-house system and did not trigger an error. The unit also passed all tests that were performed on the psc (patient side cart) fixture test platform (pftp). The unit was found to have some minor scratches. The root cause is not determinable. A review of the logs showed the system was used in subsequent procedures after 13-sep-2022 with no further issue reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the customer called in to report that the system generated repeated error 26002. Universal surgical manipulator (usm) 3 would not move, and there was no usm light emitting diode (led) indicator at the time of the event. The customer power cycled the system, and normal system operation was restored; however, the site elected to continue the procedure without usm 3. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the site and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site completed the procedure successfully without usm 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error fault based on review of the system logs; however, was unable to reproduce the reported error 26002. The system passed the self-test after it powered on. The fse reviewed the system log and discovered that there was an intermittent signal issue still pointing to a line on universal surgical manipulator (usm) 3. The fse performed additional troubleshooting and system diagnostic noting that usm 3 was already replaced from previous service. The fse observed the system for two days without any issues. The fse eventually replaced the distal set up joint (suj) and swapped usm 3 with usm 4 to correct the reported problem. The system was tested operated without error and verified as ready for use. Isi has requested the distal suj for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log confirmed the surgical procedure was performed on this reported event date. The system logs were reviewed/analyzed as part of the fse's investigation. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the other arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.